Manufacturer narrative:
After review of the new information provided, our conclusion remains unchanged. Not returned for evaluation.

Event description:
Additional information was provided to rti on 02/01/2017 which indicated a mentor graft was also utilized during the breast reconstruction procedure on (B)(6) 2016. Approximately three weeks post-operatively, the implant had to be removed due to infection and necrosis. During the procedure, it was noted that the tutomesh graft had not incorporated.

Manufacturer narrative:
Method: rti/tmi conducted a re-review of the product history record for tutomesh bovine pericardium, packaging production records, environmental monitoring, product specification, distribution database for related complaints associated with the lot. Results: one departure was noted during records review associated with a fluctuation in the power supply which occurred after working hours. There was no open tissue in the clean room and all electronic equipment was tested for its functionality immediately after the fluctuation occurred. There was no negative impact to any tissues associated with the departure. The xenograft underwent a validated sterilization methodology; tutoplast, which includes terminal sterilization by gamma irradiation after final packaging. Rti/tmi has manufactured and distributed 6 tutomesh bovine pericardium xenografts from lot # nz15120013 without related complaints. Environmental monitoring data generated during and around the time of processing were acceptable. According to records re-review, serial ID (B)(4) met rti/tmi specifications and release criteria prior to distribution. Conclusion: given the facts that the xenograft underwent a validated sterilization methodology; tutoplast, which includes terminal sterilization by gamma irradiation after final packaging; serial ID (B)(4) met all rti/tmi specifications and release criteria prior to distribution; environmental monitoring data was acceptable; there are no related complaints associated with xenografts distributed from the lot; and tissue necrosis is a common risk factor that occurs after a mastectomy which may have contributed to the reported complications, it is more plausible that the patient's post-operative outcome was associated with a source or event extrinsic to the xenograft implant. Device was not returned.

Event description:
Rti surgical, inc (rti) and tutogen medical (B)(4), a wholly owned subsidiary of rti, received a complaint on 11/30/2016 which indicated the patient was diagnosed with mamma carcinoma and underwent a breast reconstruction with an rti tutomesh xenograft on (B)(6) 2016. On an unknown date, it was discovered that the patient developed necrosis and the tutomesh had not incorporated. On (B)(6) 2016, the xenograft was removed. To date, no additional information has been provided to rti for review.